Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error. It was not known what caused alarm. Customer's blood glucose was 4.0 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and power error 35 was noted in the history download due to moisture damage on the force sensor. The electronic assembly and motor had moisture damage. Unable to perform rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book image. The insulin pump had minor scratched display window, scratched case and cracked keypad overlay at the select button.